Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Heart valve incompetence: the cause of the injury could not be determined due to insufficient clinical details and no product returned. Renal failure: the cause of the injury could not be determined due to insufficient clinical details and no product returned. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant was placed onto impella support due to acute myocardial infarction / cardiogenic shock. While on support, the patient had mitral and tricuspid regurgitation. Pump was turned down. Patient was also placed onto dialysis. The patient was later explanted and survived.